Manufacturer narrative:
H6: code 4115 - device discarded at facility. H6: code 3221 - due to device being discarded at facility, device could not be evaluated . H6: code 4315 - due to device being discarded at facility, no cause for the malfunction could be determined. The gore® tag® conformable thoracic stent graft with active control system (cmds) device was not returned for evaluation. During testing for design validation, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. Based on the evaluation, the reported difficulty and inability to remove the lockwire could not be confirmed. There is potential that off-label use in a frozen elephant trunk fashion may have contributed to the reported event.

Event description:
On (B)(6) 2021, the patient was treated for a dissection of the ascending aorta. An open procedure was performed, and the physician performed a frozen elephant trunk procedure. He deployed a gore® tag® conformable thoracic stent graft with active control system, but when he tried to use the red knob to complete the third step of the deployment, he found it difficult to move, and ended up breaking the deployment line. The physician did not remember how to cut the line using the escape hatch, so ended up removing the device. A second device was successfully implanted. The patient tolerated the procedure. The device was discarded at the facility, as the patient was hiv positive, and the hospital did not wish to release the contaminated device.